Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, customer indicated cartridge was injected with air as well as insulin. Customer was guided through the load process and issue was resolved.